Event description:
The customer reported via phone call experiencing low blood glucose levels and that the insulin pump alarmed motor error during a basal delivery after a bolus. The customer's low blood glucose was 50 mg/dl. The low blood glucose had started about a week prior to the call. She declined to troubleshoot for the low blood glucose. At the time of the motor error alarm, the customer's blood glucose was 147 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.